Event description:
The patient reported the canine is hitting the upper tooth and has created a chipped the front teeth. Additionally, the bite seems a bit off and the patient is experiencing pain.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.